Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5105071) that a female patient who had unknown mentor saline prostheses placed experienced several unexplained systemic symptoms post procedure. Chest pain, difficulty breathing, neck pain, shoulder pain, back weakness, fatigue, light headedness, dizziness, numbness in the extremities, brain fog, headaches, tinnitus, sweaty hands, sweaty feet, panic attacks, insomnia, blurred vision, heart palpations preventing driving, inflammation, hormonal imbalance, hair loss, hand tremors, muscle pains, memory loss, popping sounds from the breasts near the armpit, acne, and loss of appetite were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-00641 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5105071) that a female patient who had unknown mentor saline prostheses placed experienced several unexplained systemic symptoms post procedure. Chest pain, difficulty breathing, neck pain, shoulder pain, back weakness, fatigue, light headedness, dizziness, numbness in the extremities, brain fog, headaches, tinnitus, sweaty hands, sweaty feet, panic attacks, insomnia, blurred vision, heart palpations preventing driving, inflammation, hormonal imbalance, hair loss, hand tremors, muscle pains, memory loss, popping sounds from the breasts near the armpit, acne, and loss of appetite were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-00641 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The event date was clarified to be (B)(6) 2017. The device was explanted on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).